Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
The reporter stated that on an unknown date, the patient was on bypass. The nurse connected a 2ml syringe for blood gases. When they opened the tap to allow blood to flow out, the blood squirted out of the back of the barrel of the syringe and out into the heart lung machine causing it to stop and creating excess blood exposure. No further information is available.